Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited possible high voltage circuit damage. No interventions were performed. The patient's was in stable condition.